Event description:
Report from the field indicated that an hydrocephalus pt was implanted with the valve on april 4, 1996. On september 14, 1996, overdrainage was noted. A computerized tomography scan performed on augutst 21, 1996, because of skin infection, and replaced by the same valve model, uneventfully. The doctor requested a product analysis to determine the cause of the overdrainage.